Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on (B)(6) 2023. No fiducials markets were placed during the procedure. The procedure was performed under local anesthesia. A magnetic resonance imaging (MRI) scan showed the hydrogel was at the apex. The imaging showed the hydrogel pushes on the rectum and displaces it posteriorly. The patient was reported to be asymptomatic. The patient's stereotactic body radiation therapy (sbrt) was not delayed due to this event.